Manufacturer narrative:
H11: additional manufacturer narrative: the device was not requested for return as there is no allegation of device deficiency and/or malfunction by end customer the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry from canada that this device model 11060a27 implanted in the aortic position was explanted after an implant duration of 1 year and 6 months due to mechanical dehiscence of the conduit's sewing ring from aortic root creating a para-valvular leak (pvl) into the left ventricle and a large pseudoaneurysm, enveloping root and conduit. Reportedly, there was no evidence of active infection at the time of surgery, and the valve was functioning normally. There was no failure of the conduit or graft. The patient presented with heart failure from the severe aortic insufficiency. An aortic valved conduit was implanted in replacement. Unfortunately, the patient passed away in the operating room, following completion of the procedure, due to biventricular failure after weaning off bypass. Per surgeon's response, it was primarily right ventricular failure that was the cause of death, but it had nothing to do with the newly implanted conduit.